Event description:
Additional information received from a health care provider (hcp) reported they had replaced a broken extension wire on the left side in 2012. The hcp did not know when or why the extension broke. A longevity estimate was done for the right and left implantable neurostimulators (ins). The right ins was estimated to reach elective replacement indicator (eri) in 21 months and end of service at 24 months. The left ins was estimated to reach eri at 18 months and eos at 21 months. The left ins was programmed to 3.3v, 130 usec, and 185 hz with a therapy impedance of 632 ohms. The right ins was programmed to 3.4v, 140 usec, and 185 hz with a therapy impedance of 820 ohms. The left ins battery was at 2.69v and the right ins was at 2.79v.

Event description:
Additional information received reported they had a problem with one of the wires to their brain in (B)(6) 2012. It was noted they had reconnected it on top of their skull. It was noted the location of the lead had stayed the same.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model unk lot: unk implanted: (B)(6) 1999 explanted: (B)(6) 2012. Programmer 3037 serial (B)(4). Extension model 748221 serial: (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2012. Extension model unk serial: unk implanted: (B)(6) 1999 explanted: unk. (B)(4).

Event description:
It was initially reported that the patient's battery depleted prematurely. The programmer would not communicate with the stimulator. The patient did have a fall, but details of the fall were unknown. Additional information indicated that the system was x-rayed and a break was found between the extension and the lead. The battery and lead were replaced the next day. After replacement, all impedances were perfect.